Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the lead exhibited mostly within range values. The lead occasionally exhibited higher values. Ts offered a possible explanation for the higher values. Ts provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).